Manufacturer narrative:
The insulin pump was received with bleeding lcd glass noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, missing end cap sticker, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that there is damage around the reservoir compartment's o-rings on the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.